Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle (faa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Based on the available information, the reported off-label use was due to the mitraclip device being used on the tricuspid valve. The reported clip opening during faa appears to be due to the off-label use. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Device code (B)(4) patient selection. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened: establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 5. The first clip was successfully deployed, reducing tr. Then a second clip delivery system (cds) was advanced to the tricuspid valve for off-label use. However, the clip opened while locked when establishing final arm angle/efaa. Efaa steps were performed four times but failed each time. Therefore, the cds was removed with the clip attached. The cds was tested on the back table, and the clip still opened while locked. The procedure continued with a new cds. Three clips were implanted, reducing tr to 2. There was no clinically significant delay in the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.